Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. The suture did not dissolved and the patient was returned to surgery to remove the sutures. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.